Event description:
The consumer was being transferred from a wheelchair to the bed. When the aid went to pull the wheelchair out from under the consumer, the consumer allegedly went forward in twisting motion, falling out of the lift. The consumer allegedly hit the base of the lift, resulting in a facial fracture. The consumer allegedly passed away shortly after the incident.

Manufacturer narrative:
Information rec'd that a pt fell during a transfer from their wheelchair to their bed. No allegation of defect with product. Current user guide covers proper transfer methods and use. Device remains in use at facility.